Event description:
On (B)(6) 2011, the patient/lay-user's mother contacted lifescan (lfs) alleging that her son was experiencing a cracked display issue with his one touch ping meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient's mother reported that the alleged issue with the subject meter began on (B)(6) 2011, at 8 am. She stated that her son manages his diabetes with novolog insulin (pump therapy) and due to the alleged issue on an unspecified time of (B)(6) 2011 he continued taking his usual dose of medication. The patient's mother claimed a "couple of hours later" after the alleged issue started, he developed a "headache." She denied that her son received any form of medical treatment in response to his symptom. During the initial call with customer service, the agent noted that there was no information of misuse of the device. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury since the patient symptoms did not correlate with lfs's definition suggestive of severe hypoglycemia or hyperglycemia, nor received medical intervention for acute complications of diabetes. However, this complaint is being reported because the alleged product issue remained unresolved.

Manufacturer narrative:
Follow-up # 1 (11/15/2011)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(6), 2011 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a cracked/ broken lcd. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k082590.